Event description:
Injection site pain suspect drug # dosing: use pen needle as needed for insulin pen administration. Patient reported bending of pen needle after switching manufacturers in august. Reports that needles bend when injecting insulin. Also, untwisting the pen needle from the insulin pen results in the needle remaining in the pen (plastic part is removed) which is a sharp hazard. Patient must work very carefully to remove exposed needle from pen device.